Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated four (4) times and no stents were found. The trigger button motion was functioning as intended. Further inspection found no non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue of malpositioned stent was not conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reiterated that surgical technique/experience with the device contributed to the reported event (os), and that there was no adverse impact to the patient. Per report, no intervention was required, and the patient will continue to be monitored with the current status noted as "normal".

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted surgical technique contributed to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon was unable to intraoperatively visualize the second stent from a trabecular microbypass stent system. Per report, an additional stent was implanted from a back-up device. There was no report of patient injury, and the report noted surgical technique was a contributing factor to the reported event. Additional information has been requested.